Manufacturer narrative:
Additional devices listed in this report: cat 5550-g-278, triathlon symmetric x3 patella: lot code 0x7t. Cat 5510-f-202, triathlon cr fem comp#2 r-cem: lot code sm77p. Cat 520-b-200, triathlon prim cem fxb bplt #2: lot code eedjl. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Event description:
It was reported that there was a revision of the right knee due to infection. The femur was implanted without cement.

Manufacturer narrative:
An event regarding infection involving an x3 triathlon cs insert #2 9mm was reported. The event was not confirmed. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that there was a revision of the right knee due to infection. The femur was implanted without cement.